Event description:
It was reported that stent dislocation occurred. The severely stenosed target lesion was located in the left vertebral artery. After conventional angiography, pre-dilation was performed using a 3x20 balloon catheter. Following pre-dilation, a 4.0mmx15mmx150cm express vascular sd stent was advanced over the v18 guidewire for treatment. However, the stent failed to cross the lesion site even after repeated attempts. The fluoroscopy showed that the stent was partially displaced on the balloon. The device was withdrawn and the procedure was cancelled. No additional intervention was performed. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent dislocation occurred. The severely stenosed target lesion was located in the left vertebral artery. After conventional angiography, pre-dilation was performed using a 3x20 balloon catheter. Following pre-dilation, a 4.0mmx15mmx150cm express vascular sd stent was advanced over the v18 guidewire for treatment. However, the stent failed to cross the lesion site even after repeated attempts. The fluoroscopy showed that the stent was partially displaced on the balloon. The device was withdrawn and the procedure was cancelled. No additional intervention was performed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The stent was shifted proximally. There were crimp marks on the balloon indicating it had been placed correctly. Inspection of the remainder of the device presented no other damage or irregularities.